Event description:
It was reported when using the bd vacutainer® urine collection cup had labeled defect and lack of cap. The following information was provided by the initial reporter. The customer stated: "we are coming back to you about the non-conformities observed these last days concerning the bd urine collection jar reference (B)(4). You will find attached a picture of the first defect (label defect), please note that this picture has been taken on another batch (n°2066601), in order to underline the recurrence of the dysfunction."

Manufacturer narrative:
Investigation summary: mat: 364941. Lot: 2073478, 2066601. Bd received photograph from the customer in support of this complaint. The photo was evaluated and the customers indicated failure mode of missing label was observed. The indicated failure mode was not observed during the same evaluation. Bd was able to duplicate or confirm the customer¿s indicated failure mode of missing label from the photo provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd received photograph from the customer in support of this complaint showing missing label. No separated lids were observed. Bd was able to duplicate or confirm the customer¿s indicated failure mode from the photo provided - missing label. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2073478. Medical device expiration date: 2024-03-31. Device manufacture date: 2022-03-14. Medical device lot #: 2066601. Medical device expiration date: 2024-02-29. Device manufacture date: 2022-03-07.